Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime, and excessive no delivery alarm test. The device functioned properly. It received with minor scratched lcd window, and cracked reservoir tube lip. No moisture damage noted on motor assembly or electronic assembly noted during visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized due to high blood glucose of 23 mmol/l and diabetic ketoacidosis. The customer had tired treating their high blood glucose with a bolus delivery, to no avail. The customer had removed the reservoir from the insulin pump at which point they had seen that insulin was running out of the reservoir, into the air and into the insulin pump. The customer had been wearing the insulin pump at the time of the hospitalization but had taken it off, so they were not wearing it at the time of the phone call. The drive support cap was normal. The customer stated that they could not see insulin between the o-rings of the reservoir. Both, the reservoir and the reservoir compartment were still wet from the insulin. The customer stated that their doctor told them the insulin pump needed to be replaced because it was faulty. Nothing further was reported.